Manufacturer narrative:
The getinge field service engineer (fse) further evaluated the unit and found that the display bezel was cracked and would not allow the hinge covers latch into place. The fse resolved the issue by replacing the display bezel and hinge covers. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the hinge covers of the cardiosave intra-aortic balloon pump (iabp) display were missing. There was no patient involvement, and no adverse event reported.